Manufacturer narrative:
An MDR follow-up report will be submitted after the elevated complaint investigation concludes.

Event description:
The abbott vp 2000 processor is a device designed to automate and standardize slide specimen processing and routine slide staining for the laboratory. Customer reported that when slides were removed from the drying station on the vp2000 instrument the slide rack was noticeably hotter than usual. There was no report of injury. The abbott field service engineer (fse) cleaned off signs of drip/dry buffer on and around the dryer assembly thermistor. Temperature verifications and checks were within manufacturer specifications. The fse restored the vp2000 to its operational condition. An abbott elevated complaint investigation has been initiated.

Manufacturer narrative:
It was identified on april 20, 2017, that upon submission of the initial report, date of this report incorrectly stated 03/17/2016 when it should have stated 04/15/2016.

Manufacturer narrative:
Elevated complaint investigation (B)(4) for MDR 3005248192-2016-00002 follow-up report 1 included an existing data review, quality data review (CAPA/nonconformance review), product/system/instrument evaluation, and complaint history review. The information in this complaint identified that dryer assembly (part 30-144163ro) failures did occur however the overall product design requirements continue to be met. The overall product performed as designed, per safety standard iec 61010-1, and continues to perform as expected when this failure mode occurs, as there is no evidence that the single fault condition temperature exceeded 105°c on any touchable surface. Based on the investigation results, no product deficiency was identified.